Event description:
Complainant alleged that during a biomed testing, the device would intermittently not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction duplicated and was attributed to a faulty solder joint on the main board. The main board was replaced to resolved the malfunction. The device was repaired, recertified and returned to stock. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.